Event description:
It was reported that the patient had major driveline damage and at least one pump stop/off alarm. There were multiple no external power alarms. It was noted that it would likely need splicing, but the site needed to evaluate if the patient had additional pump off alarms. Log files were sent for review. From the beginning of the log file data, it showed the timestamp as default of 1/1/2001 with a yellow wrench and controller clock corrupt events. There was a pump off event noted and due to the default time displayed it could not be determined when this occurred. It looked as though the patient let the 14v battery power run out and then the backup battery (ebb) stopping the ventricular assists device (vad). It could not be determined how long the vad was off due to the timestamp being reset to default 1/1/2001. In looking at the pattern of battery usage in the log file, on several occasions the patient let the battery power run almost to depletion before changing to charged batteries. The patient did not appear to use wall power at all. The customer requested a cosmetic external driveline repair due to physical condition of the external lead and the amount of tape. Technical services was to perform the repair on (B)(6) 2026. Technical services was notified that the patient was having pump stops on wall power prior to the repair. X-ray images were provided. There was notable damage on the external portion of the driveline. The entire external portion of the driveline was replaced with no issues. The patient was placed on a grounded patient cable after the repair and no recurrence of alarms was reported.

Manufacturer narrative:
D4: device lot number was not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.